Manufacturer narrative:
The thunderbeat device was returned to olympus for evaluation. The evaluation confirmed the reported ¿probe damage¿ error message. A probe check was performed and the thunderbeat failed the probe check. A visual inspection was performed and found the teflon pad worn and deformed; however, no metal was exposed. In addition, the distal end of the thunderbeat was inspected under a microscope and found the probe tip damaged and detached. The detached probe measured approximately 14.28mm in length. The detached portion of the probe tip was not returned to olympus. Based on the investigation findings, the most probable cause of the reported event could be attributed to the operator¿s technique. The instruction manual contains several warning and caution statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during total laparoscopic hysterectomy (tlh) procedure, a ¿probe damage¿ error displayed. The procedure was completed using a different thunderbeat device. No patient injury.